Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 17,892 units of this code-batch. There are no units in our stock. We have received one opened sample without needle nor thread inside. We assume that this defect was caused in the automatic winding machine during the manufacturing process. One unit was closed without the suture. As no other complaints have been received for this code-batch, we consider that this is an isolated unit. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the sample received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the sample received. We apologise for any inconvenience that this issue may have caused and thank you for your collaboration. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Anyway, you will receive a credit note for one box of product for the unit sent for analysis. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that it was found to be empty (without product) when opening the package during the operation.